Event description:
The customer reported that the shaver handpiece does not work. There was no report of injury or delay associated with this event.

Manufacturer narrative:
The customer's reported problem that the device did not function was not confirmed. During an evaluation, the shaver handpiece was found to self activate. An investigation is in process for this failure. There have been no injuries reported with this failure mode.